Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a bc2435 neonatal oxygen therapy nasal cannula created skin lesion on the nasal septum of an infant. It was further reported that the lesion was also due to the use of mask and prongs. The healthcare facility stated that the complaint device had been destroyed.

Manufacturer narrative:
(B)(4). The complaint bc2435 neonatal oxygen therapy nasal cannula had been destroyed at the healthcare facility. We are currently in the process of obtaining further information from the healthcare facility in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we have received further information and have completed our analysis.